Manufacturer narrative:
A visual examination of the returned pneumatic hand pump revealed no damages to the device. Functional evaluation was performed and was unable to confirm the complaint for reading inaccurately as the gauge needle inflated properly to 20psi. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore the most probable root cause for this complaint cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used in the esophagus during a dilation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the gauge needle was at 7psi even when there was no pressure applied. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used in the esophagus during a dilation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the gauge needle was at 7psi even when there was no pressure applied. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.